Manufacturer narrative:
Other text: additional information was received including the event date and that there was no patient present at the time of the event.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The pump was returned in good condition but the smiths tampered seal label was missing. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported issue. To further investigate the reported issue, a visual inspection was performed and the customer's problem was confirmed. The battery compartment and spring were burnt by the customer. The battery compartment were replaced along with the springs which resolved the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was burning at the battery terminal. It is unknown if there was patient involvement.